Event description:
It was reported that during the procedure, the plastic tip of the fiber came off inside the patient when the laser tried to break the stone. It was noted that the broken plastic tip was found and removed. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Event description:
It was reported that during the procedure, the plastic tip of the fiber came off inside the patient when the laser tried to break the stone. It was noted that the broken plastic tip was found and removed. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
The following field was corrected- h1 type of reportable event. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.